Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that customer faced leakage at the site. Customer changed supplies as necessary and resumed insulin therapy. No further information available